Event description:
The customer reported that the device had unintended activation while setting up for a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.